Manufacturer narrative:
Our field service engineer (fse) replaced the expiratory side pressure transducer (pt) printed-circuit (pc) board and performed successful functional and safety tests before the device was returned to the customer. A visual inspection of the returned pt showed that the transducers pressure sensor ceramic cavity wasn't concentrically made. This may contribute to sensitive pressure measurements. The evaluation of the received device logs showed several peep(positive end expiratory pressure) alarms. The expiratory pressure offset between the pt tests were found to have drifted 127 mv (50 mv corresponds to 1 cmh2o) and that may explain the reported off-level peep readings. Pre-use checks tests failures, where the expiratory pressure offset during the pt sub-test was measured as more than 6 cmh2o from factory default, were also found in the test log on earlier dates. During 5 days of simulated-use tests of ventilation, the displayed peep value was never observed to deviate from the set value with more than ±1 cmh2o. The test offset for the returned expiratory pt did however, vary considerably during the investigation, up to 71 mv. Exact peep measurements and control depend on calibration values calculated during a pre-use checks test and it is recommended to always conduct a check immediately prior to ventilation. Our conclusion is that the returned pt was unstable and, that the reported off-level peep readings were caused by a drifting pressure sensor offset, but the root cause was not established from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the peep (positive end expiratory pressure) value was different than the displayed value. After change of the pressure transducer printed circuit board the error no longer occurred. There was no patient involvement. (B)(4).